Event description:
It was reported, the ultrasonic probe exhibited a stretched tube. The diagnostic ebus endobronchial ultrasound-guided transbronchial needle aspiration occurred during the procedure. The procedure was completed using the same device. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for inspection. As a result of inspection, the tube stretched was confirmed. Based on the results of the investigation, it is surmised that the event, tube stretched is due to dent on the distal end sheath, and the internal blade (flexible shaft) lowered inside. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.